Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure for hemostasis. According to the complainant, the clip was opened, and was then placed into the tissue. The visibility was bad, and when they examined the area they were trying to clip, the clip was not attached, and could not be found; they never saw the clip attach to the tissue. They believe that it was a procedural issue, that caused them to lose visibility. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure for hemostasis. According to the complainant, the clip was opened, and was then placed into the tissue. The visibility was bad, and when they examined the area they were trying to clip, the clip was not attached, and could not be found; they never saw the clip attach to the tissue. They believe that it was a procedural issue, that caused them to lose visibility. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was deployed and not returned with the device. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly no further investigation can be done. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)